Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-jul-2025. Investigation summary: bd received one sample for investigation. The returned sample was visually examined and the luer adapter was connected to the bd holder. Also, a similar bd holder 1pc was provided. The luer adapter of the returned sample was inserted to our bd blood collection tubes and no spin out occurred when the tubes were inserted. Also, the spin out test was conducted again by removing the bd holder which was connected to the actual complaint sample and was replaced with the other provided bd holder, and the luer adapter thread was checked visually and no abnormalities such as damage or molding defects were found after removing the holder. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects on the luer adapter threads were found. Therefore, a functional test was conducted on our retained samples of 8 sets using the provided bd holder and bd blood collection tubes and no luer adapters disconnected from the luer connectors, as well as no leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of separation during use/ spinning out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set, tube push off the non-patient end of the needle was seen with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set, tube push off the non-patient end of the needle was seen with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.